Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended to do the ground solation test, and to reseat and/or replace the gui cable. Covidien was not authorized to evaluate the device.

Event description:
It was reported that an 840 ventilator had a vent inop condition and the device stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.